Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm pericardial pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately two (2) years and three (3) months due to mitral stenosis and regurgitation. The tmvr procedure was performed with a 26mm edwards transcatheter heart valve. Post-procedure transesophageal echocardiogram demonstrated a well-seated valve without evidence of paravalvular leak or insufficiency. There were no complications noted. The patient was taken to the cardiac surgery ICU in stable condition. The patient was hemodynamically stable and was discharged home on pod #2.

Manufacturer narrative:
(B)(4). Additional information has been requested and received from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 25mm pericardial pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of approximately two (2) years and three (3) months due to mitral stenosis and regurgitation. The tmvr procedure was performed with a 26mm edwards transcatheter heart valve. The patient left the or in stable condition. No additional details were provided.